Manufacturer narrative:
Inspected one opened and used sensor and found needle hub separated from sensor base. Unable to perform insertion needle complaint due to customer return sensor opened and used. Then, performed visual inspection and checked introducer needle for breaks, burrs or hooks and dull needle tip defects and none was found. Introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the needle was not found after serter was removed. Customer reported that the needle were stored. Customer stated that there was no pain while pulling up the serter. No harm requiring medical intervention was reported. The device will be returned for analysis.